Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to a normal generator change out. Physician noted that the right ventricular lead exhibited insulation damage, but had normal measurements during the procedure. A successful repair was made to the lead using an adhesive and suture sleeve. Patient was stable after the event.